Manufacturer narrative:
This supplemental]MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary:a compact disc with several cine series from the procedure was received for this evaluation.the images include a device with the appropriate maker bands for a 3.0mm x 210mm rapidcross catheter in the common femoral/ iliac region but the image was not of an inflated balloon. Two images document a snare-type device in the same region but it could not be determined what the snare was capturing. There were several images of two (kissing stents at the top of the arch (iliac bifurcation). There were also several angiographic assessment images/ series. The remainder of the images did not appear to be directly related to the reported event.

Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the lot number was not available.

Event description:
Laser atherectomy was performed prior to treatment in the posterior tibial artery. The vessel had multiple high-grade stenoses. The access vessel was the right common femoral artery the physician went up and over to perform the intervention on left posterior tibial artery. The peroneal and at were occluded. The physician used 3mm rapidcross to re-dilate vessel. A small piece of the balloon sheared off and was retrieved with a snare.